Event description:
The customer contact reported unrestricted flow. At an unspecified time, an unspecified channel of te device was programmed to deliver an unspecified concentration of cardizem 100ml at a rate of 5 ml/dr with a volume to be infused (vtbi) of 15 ml, and the delivery was started. No further programming parameters were provided. It was reported that the patient was being closely monitored via telemetry. After an unspecified length of time, the nurse returned to check the patient. At this time, it was reported that pump displayed that 10.1ml had been delivered; however, the customer contact reported that the solution container was empty and the entire contents of the solution container had been delivered to the patient. It was reported that the pump did not alarm for kvo and bleed back was noted. The customer contact indicated that unspecified labs were drawn. No specific details were provided. The device was removed from clinical service. The customer contact reported that the patient's condition did not change. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. During testing at the user facility, unrestricted flow was noted. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.